Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had not seen their physician about the reported event as they had simply not turned off the device as it was not convenient to do when going through security. They stated it was their fault as they didn't do what was required. They stated they would do what was required to turn off the device before the flight in the future. It was noted they were satisfied with the product and it worked quite well.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The medical assistant from urgent care called and stated the patient came to urgent care very confused. The caller stated the patient told them they thought something happened to the ins when they went through airport security. The caller said the patient had been frequently urinating for 2 weeks. The caller stated they had tested the patient's urine and everything was coming back negative for infection. The medical assistant was requesting that patient services call the patient back for troubleshooting, a call was made and a voice message was left. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.